Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. The insulin pump had minor scratches on the lcd window, a cracked display window corner and a cracked reservoir tube lip.

Event description:
It was reported that the customer was in the hospital with a high blood glucose of over 500 mg/dl. The reason as to why the customer was hospitalized was not stated. Troubleshooting was performed on the insulin pump, during which a no delivery alarms were discovered in the history on (B)(6) 2014. A high pressure test was performed and passed. The customer was advised that the insulin pump was working as designed. He was also advised to change the infusion set, reservoir and insulin. The infusion set cannula was stated to be neither bent nor occluded, and the customer stated that the insertion site was not sor or irritated. Nothing further was reported.